Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, upon removal of the stylet from the distal tip of the recanalization catheter, the distal tip allegedly separated from the catheter but remained attached to the core wire. Reportedly, another recanalization catheter was used to perform the procedure. There was no reported patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device appeared to be clean. The stylet was not retuned. It was observed that the outer catheter had been pulled away from the distal metal tip. The distal tip was examined under magnification (25x) and material separation was measured at approximately 0.2mm from distal tip. No other anomalies were noted to the device. Functional/performance evaluation:the patency of the guidewire lumen was tested with an 0.014¿ guidewire and passed without issue. No further functional testing could be performed due to the condition in which the sample was received. The inner diameter of the distal tip was measured with pin gauges and was found to be 0.014 inches. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images or photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for material separation as the distal tip was separated from the outer catheter. The investigation is inconclusive for difficulty removing the stylet as the stylet was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the proximal end of the crosser catheter to the transducer. Hold the proximal hub while rotating approximately two full turns clockwise. Firmly tighten by hand. Warning! Allow crosser catheter tip to freely rotate during attachment. For the crosser catheters 14p and 14s, remove stylet from the tip of the crosser catheter. Interventional use: load the crosser catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation, upon removal of the stylet from the distal tip of the recanalization catheter, the distal tip allegedly separated from the catheter but remained attached to the core wire. Reportedly, another recanalization catheter was used to perform the procedure. There was no reported patient involvement.